Event description:
It was reported that a suspected insulation anomaly was observed via fluoroscopy. It is believed that the lead was rubbing against the device. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.